Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Externalized conductors on the lead was earlier addressed in manufacturer report number 2938836-2017-18494.

Event description:
It was reported that the patient presented with infection. The doctor suspected the cause of infection was externalized conductors on a previously capped right ventricular lead. The lead was previously capped on (B)(6) 2016. The lead was explanted. The patient was stable.